Event description:
It was reported the "catheter got ruptured" during use. Additional information received indicates there was no patient injury/harm and medical intervention was not required.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Definite signs of use were observed on the catheter body. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The separation point of the extension line appeared rough and jagged. The catheter body measured 319mm which is within the specification limits of 307mm-327mm per catheter product drawing. The proximal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13-2.21mm per proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.4478mm, which is within the specification of 1.42-1.50mm per proximal extension line extrusion graphic. Functional inspection of the catheter was performed per the product IFU, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and medial extension lines were flushed using a lab inventory arrow raulerson syringe (ars) syringe. The extension lines flushed as intended. A manual tug test confirmed the distal and medial extension lines were fully secure to the respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not exert excessive force while removing the catheter , to minimize the risk of catheter breakage". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the "catheter got ruptured" during use. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4).